Manufacturer narrative:
Pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, and self-test. No pump error 63 alarm or failed battery test alert was noted during testing. Successfully downloaded history files and traces using thump. Pump error 37 was found in the history files on the event date at 12:21:00.00. Several failed battery test alerts were found on (B)(6) 2024 from 10:42:16.00 to 10:56:50.00. Pump error 63 alarm was not found in the history files or traces on or near the event date. The pump was cut open to perform visual inspection and found evidence of dried insulin in the motor slide and moisture damage on the pcba 1, pcba 2 and force sensor. The motor functioned properly during the ngp board test. Test p-cap and reservoir locked properly into reservoir compartment during testing. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery tube threads - cracked, cracked keypad overlay, stained keypad overlay, overlay scratched case, cracked case (battery tube), cracked case - corner of belt clip rails, label damage (faded, stained), cracked belt clip rails, cracked lcd window. Pump error 37 confirmed due to dried insulin in the motor slide and moisture damage on the motor. Pump error 63 alarm was not observed during analysis. Pump error 63 alarm was not confirmed. Failed battery test was not confirmed during testing. Unable to confirm cosmetic damage located at the battery cap contact due to original battery cap was not sent. Cosmetic damage was confirmed at the battery compartment during analysis. Exposed to moisture damage on the pcba 1, pcba 2 and force sensor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 63 (hardware low level failures) failed battery test, crack on battery side of the insulin pump, and battery cap contact missing/damaged. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed, customer was able to clear the alarm and rewind the pump. Advised customer that battery cap will be replaced. No harm requiring medical intervention was reported. The customer will discontinue use of the device. Product return was requested for mmt-1884l and customer response was the device will be returned.